Event description:
Customer reported that he had unexplained high blood glucose because his insulin pump was under delivering the insulin. Customer stated that he was using manual injection to bring the blood glucose down. Customer also stated that the insulin pump did not alarm to notify him of the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.